Event description:
A bipap a40 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, a ventilator inoperative error code pertaining to the cpu not being able to communicate with the flow sensor using the i2c and spi bus was found in the ventilator's downloaded error log. The evaluation center also confirmed there were no foam particles found inside the assembly. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.